Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. The alarm log was unable to be reviewed as the memory had been erased. Visual inspection noted nothing unusual that would indicate the reported issue. The power on self-test identified a battery low alarm. The cause was determined to be due to a fully discharged main battery. To address this condition, the main battery was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery. No additional information is available.